Event description:
When opening the syringe, the service realized that it was completely broken, the part of the color-coded hub was broken on the luer of the syringe, as can be seen in the attached image. - detection of the adverse event/incident: before use of the dm. - outcome of the adverse event/incident: no harm.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a0401 ¿ break. Patient problem code: f27 ¿ no patient involvement.

Manufacturer narrative:
Investigation summary: one photo received by our quality team for investigation. Through visual inspection, broken needle hub is observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time.